Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: it was reported fixation feature breakage. A labeled winding former with a used needle-suture of product code (B)(4). Lot # mem753 were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on barbs were observed; no defects or damaged on the barbs were noted. However, both sides of the fixation tab were broken. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent a hip procedure on (B)(6) 2018, and barbed suture was used. During use, the tab came off after a few throws of the suture. A different type of suture was used to complete the procedure. The patient is ok. No adverse patient consequences were reported.